Event description:
Related manufacturer reference number: 2017865-2024-00488. Related manufacturer reference number: 2017865-2024-00490. It was reported that a patient presented with failure to capture and high pacing impedance noted on lefty ventricular lead. Loss of capture was noted on the patient¿s implantable cardioverter defibrillator. The right ventricular lead was found to have high defibrillation impedance and externalized conductors noted under fluoroscopy. These malfunctions contributed to the patient feeling discomfort. The right ventricular lead was not addressed, but the left ventricular lead and device were explanted on (B)(6) 2023. The patient was stable throughout.